Manufacturer narrative:
H4: device manufactured date: december 18, 2020 to december 20, 2020. H10:the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs was performed which did not identify any abnormalities that could have contributed to the reported condition; no particulate matter was identified. Due to the nature of the samples, no additional testing could be performed. The reported condition was not verified during photo inspection of both bags. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found in (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.